Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was connected to a patient lead and the patient connector and pin would not stay in the epg and the epg turned off. The epg was turned back on and proceeded to be used. The epg remains in use. No patient complications have been reported as a result of this event.